Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced pump issues; the pump would not refill and the cylinders did not inflate. Upon clinical evaluation, the physician performed device troubleshooting but the issues persisted. The ipp remains implanted, and no replacement procedure has been scheduled.